Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a thyroid procedure, an error occurred when nipping something hard. The error code was unknown. The blade was broken off when the device was wiped with gauze outside the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.